Manufacturer narrative:
It was reported that the patient was experiencing pain possibly related to the conformis implant or surgical technique. The patient had a revision to an off-the-shelf implant. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient was experiencing pain possibly related to the conformis implant or surgical technique. The patient had a revision to an off-the-shelf implant.